Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 310.221, lot f-24434: manufacturing site: selzach. Supplier: (B)(4) . Release to warehouse date: june 25, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no for the complaint condition relevant non-conformances were identified. H3, h6: a product investigation was completed: a piece of about 16mm length is broken off at the crossover from the flutes to the shaft of the received drill bit. One small fragment was returned for investigation, the majority of the broken piece is missing. There are stress marks visible above the fracture face. The dimensional inspection of the relevant dimensions that could be measured were all conforming. The review of the manufacturing documents has shown that device was according to the in drawing with the correct material and hardness as required. The complaint is rated as confirmed as the drill bit is broken as complained. During the evaluation no manufacturing related issue could be detected. The visual inspection under the microscope has shown that in the area of the fracture are shiny deformations visible. These deformations are an indication for a metallic contact with another device, e.g. Screw or guide wire. This contact did lead to a mechanical overload and finally the breakage of the drill bit. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional pro-codes: hsz, gfa, gff. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A review of the device history record has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, during lisfranc arthrodesis surgery, the surgeon was going to use three (3) unknown 2.4mm headless compression screws. While drilling the bone for insertion of the second headless compression screw, the drill bit cannulated broke into pieces in the bone. Then, the drill bit was replaced to another new one. Based on image, it was confirmed that there were no broken pieces of the drill bit in the bone. All broken pieces were retrieved successfully. There was about 10 minutes surgical delay. There were no adverse consequence to the patient. Concomitant device reported: unknown headless compression screw (part# unknown, lot# unknown, quantity 2). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).